Event description:
This FDA report is about a patient who underwent a right total hip arthroplasty on (B)(6) 2012. He did well for many years, but in mid-(B)(6) , developed worsening right hip and thigh pain, seeking emergency services in (B)(6) 2022 when he became unable to walk or move without significant pain. Following the (B)(6) 2022 ed work-up, the surgeon recommended revision surgery for this patient, noting "the diagnosis was somewhat unclear, but at the very least he had metallosis and adverse local tissue reaction and I believe he was also suffering from varus migration of his stem with a stress reaction of the femur that renders him unable to walk." Reference reports: mw5117295, mw5117296, mw5117297.